Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device (post fsca) were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 8th august 2014. The device was returned with the reported fault of ¿switching on automatically¿. There were multiple manual powerups mainly of under one-minute duration with one of eight-minute duration recorded in the history log which would suggest the device was switching on automatically. The fault was witnessed during the investigation. The fault was attributed to inhabitancy of insects within the device which were observed bridging between track 13 (on button) and track 14 (key3 button) of the membrane tail. This had resulted in a short circuit between these lines and would account for the multiple manual powerups it is unclear how or when the insect entered the device. The device was visually inspected for potential entry points, with no abnormalities observed. It is possible that insect had entered the device through the speaker holes on the upper case however the investigation was unable to confirm this. Additionally, throughout the history log, the device records 14 occasions of temperatures that were below the minimum indicated stand-by temperature of 0°c, with a low of -5.3°c recorded. This would confirm the device had been stored outside of the indicated conditions and may have contributed to the failure, however this could not be confirmed. Advise user of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing) it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device switches on automatically. There was no patient involved in this event.